Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level had been high (in the 300 mg/dl range) and correction boluses were delivered to address the high bg level. The contact believed that the type of food the customer was eating and the pump settings were contributing to the high bg level. The contact was working with a healthcare provider with the adjustment of the pump settings.